Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the ulnar artery using an indigo system aspiration catheter 6 (cat6) and a non-penumbra introducer sheath. During the procedure, the physician advanced the cat6 through the introducer sheath, then initiated aspiration; however, no aspiration was observed during the first pass. Subsequently, the physician decided to remove the cat6. Upon removal of the cat6, the physician noticed that the distal end of the cat6 was ovalized; therefore, it was not used for the remainder of the procedure. The procedure was completed using a new cat6 and the same introducer sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the cat6 had ovalizations approximately 128.0, 130.5 and 133.5 ¿ 135.0 cm from the hub. Conclusions: evaluation of the returned cat6 revealed ovalizations along the distal shaft. If the device is forcefully pinched or gripped during use, damage such as this ovalizations may occur. During functional testing, water was able to be aspirated through the cat6 at a slow rate. The ovalization damage likely contributed to the inability to aspirate during the procedure and slow aspiration during the functional test. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.